Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. A3a - sex: ni. A3b - gender: ni. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had image noise during preparation for use. There was no patient involvement.

Event description:
It was reported the camera head had image noise during preparation for use. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed: image noise. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.